Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips there was a failure in the oxygen supply. It is unknown if the unit was in use on a patient, but there was no patient harm reported. Onsite repair will be conducted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
A repair quote was sent to the customer. The customer did not respond to the quote and the quote was canceled. The device was not evaluated. The resolution and disposition are unknown. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as required.